Manufacturer narrative:
This report is filed july 10. 2014.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array subsequent to inadvertently pulling out the electrode array during a procedure (no details reported) on (B)(6) 2014, at the ent outpatient service.the device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.